Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter. Blood was observed inside the membrane. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A second kink was observed on the catheter approximately 62.0cm from the iab tip. The extender tubing was returned cut and a portion of the tubing was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the iab tip. The reported problems were most likely triggered by a leak in the iab which was found at the iab tip. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of damage to the device¿s tip cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
The following was reported via medwatch report # (B)(4) received 19-apr-2023: it was reported that when the drapes were pulled off during intra-aortic balloon (iab) therapy, perfusionist noticed there was blood in the balloon pump's helium line and they needed to remove the balloon pump. The balloon pump was placed prior to entering the or in the cath lab. Perfusionist advised doctor that the pump needed to be removed in this condition. Doctor advised physician's assistant remove the balloon pump. After it was removed, perfusionist inspected the balloon for holes and did not see any leaks. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: perioperative quality specialist / msn, rn, cnor, cnl additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch report # (B)(4) received 19apr2023: it was reported that after six hours and three minutes of intra-aortic balloon (iab) therapy, the drapes were pulled off and the perfusionist noticed there was blood in the iab pump's helium line and they needed to remove the iab. The pump was placed prior to entering the or in the cath lab. Perfusionist advised doctor that the pump needed to be removed in this condition. Doctor advised physician's assistant remove the iab. After it was removed, perfusionist inspected the iab for holes and did not see any leaks. A new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).